Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician successfully powered the device back on with no further issues. Complainant indicated that there were no adverse effects to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including impedance calibration test, defib/pacer stress testing, bench handling and defib cycling without duplicating the report. Internal inspection resulted in no findings. Log reviewed showed normal activity on 3/13/2025 with standard alerts and no unusual shutdowns or errors. The device worked as expected. The device was recertified and returned to the customer. No trend is associated with reports of this type.